Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chambers were returned to fph in (B)(4) and were visually inspected. Results: visual inspection revealed vertical cracks in both chamber domes. The cracks were located below the ports and near the hinge brackets. Residues were also present inside and outside the chamber domes. A lot check revealed no other complaints of this nature for both lot numbers. Conclusion: the nature of the cracking and the residues on the domes indicate that the damage was caused by the chambers coming into contact with a solution containing ethanol/alcohol, which has resulted in environmental stress cracking of the chamber domes. Every mr290 chamber is pressure tested to 200 cmh2o following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Maximum operating pressure: 8 kpa." (B)(4).

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that two mr290v vented autofeed humidification chamber domes broke after seven days of used. No patient consequence was reported as a result of this incident.